Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The customer reported an additional unknown sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported the adc freestyle libre sensor did not / would not attach when applied and an unknown quality sensor-related issue. Additionally, the customer stated "abbott freestyle libre 14 day sensor applicator/ sensor pack was defective. I purchase 6 kit and 1kit = 1 product and did not have any issue with first two kit but another two-kit had issue. In one of the kit, sensor applicator unable to release the sensor pack and it stuck. In another kit, I found two sensor pack1 attached with each other and that's why it was unable to patch in my arm." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.